Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had calibration flag false. There was no patient involvement.

Event description:
It was reported that the device had calibration flag false. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of calibration required was confirmed. . On 12-feb-26, syr was received unboxed and with paperwork. Syring calibration required error on boot up, unit failed asft calibration. C11 capacitor torn off logic board. Unable to verify where c11 came off the logic board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace failed syr logic board. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.